Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of needing assistance changing reservoirs on her son's device. The customer's blood glucose at the time of the incident was unknown. The mother states that at night, her son's blood glucose level drops to 50mg/dl and he sweats heavily. Troubleshooting was conducted, and the mother was assisted in changing the reservoir and clearing an air bubbles in reservoir. The mother declined to trouble shoot for low blood glucose levels. No further assistance was needed.